Manufacturer narrative:
This event occurred in (B)(6). Occupation is lay user/patient. The meter and test strips were requested for investigation. The product has not been received at this time. If the product is returned in the future, a follow up report will be submitted. Routine retention testing is performed. Retention testing data is reviewed and appropriate actions are taken as needed. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter complained of discrepant inr results with back to back testing on coaguchek xs meter with an unknown serial number. The results from the meter were all within 30 minutes of each other. The results from the meter were 3.8 inr, 5.4 inr, and 2.5 inr. The patient's therapeutic range was 2.0 - 3.0 inr.